Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible intermittent loss of capture. It was also reported that there were intermittent biventricular morphology changes noted on the stored electrograms (egm). The lv lead remains in use. No patient complications have been reported as a result of this event.